Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was not returned for analysis. The company complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The account indicated the use of a company lens model, which is qualified for use with qualified lens/cartridge combinations. An unspecified handpiece was provided. It is unknown if a qualified handpiece was used. The viscoelastic was indicated which is not qualified for use with the company lens model, with the use of any qualified lens/cartridge combination. The root cause for the reported complaint may be related to a failure to follow the instructions for use (IFU). The viscoelastic indicated is not qualified with the use of any qualified lens/company combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The product has not been received to evaluate. Due diligence has been performed in an attempt to obtain further information on this event. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had an unspecified issue. Additional information has been requested, received and stated the lens was loaded into company cartridge then placed in an inserter, it was then injected into the eye and a scratch was noticed on the lens. How the scratch got their reporter did not have an answer for. Lens was then removed and replaced with a new unspecified lens during initial procedure. There was no patient harm.